Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the device did not switch to live video, the color bars were displayed. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged edge card or failed image board. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head lens int sys was not being recognized. The malfunction happened during use while the instruments were outside the patient. It is unknown if there were delays and no patient harm was reported. Results of investigation have concluded that device did not switch to live video and the color bars were displayed, these makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.